Event description:
Patient reports that pump serial number (B)(6) keeps giving occlusion alarms. Patient reports they have had this issue with this pump in the past, but it has always resolved. Patient attempted to trouble shoot - checked tubing for kinks and twists but no issues found. Patient used another tubing and a new cassette and switched to their back up pump and was able to continue infusion at time of report. Patient reports experiencing headache and chest pain due to being off infusion for a few minutes. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Current veletri dose: 13ng/kg/min. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with a patient? - yes, did the product issue cause or contribute to patient or clinical injury? - yes, if yes, was any medical intervention provided? - no is the actual device available for investigation? - yes, upon return did pharmacy replace device? - yes, did the patient have a backup device they were able to switch to? - yes, was the patient able to successfully continue their infusion? - yes, is the infusion life-sustaining? - yes, what is the outcome of the event? - resolved.